Manufacturer narrative:
The c702 module serial number was (B)(6). The field service engineer found that the cell rinse tube was broken. He replaced the cell rinse tube and confirmed that the instrument was performing within specifications. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with glucose hk gen.3 (gluc3) assay on a cobas 8000 c702 module. Initial result: 1.253 mmol/l (accompanied by a reagent short alarm). The initial result did not match the patient's clinical diagnosis, prompting the repeat of the sample. No questionable result was reported outside the laboratory. Repeat result: 5.077 mmol/l.

Manufacturer narrative:
Sections d1, d2a, d2b, d4, g1 and g4 were updated. The investigation is ongoing.

Manufacturer narrative:
The field service engineer also replaced the reagent probe, as indicated by the "reagent short" alarms. The investigation determined that the event was consistent with a misadjusted reagent probe. The specific cause of the event could not be determined. The investigation determined that the service actions resolved the issue.